Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks. Additionally, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. During the procedure, a type ii endoleak originating from a lumbar artery was observed. The physician was monitoring the patient. On an unknown date, it was reported the type ii endoleak remained persistent. On (B)(6) 2020, computed tomography angiography showed a proximal type I endoleak due to migration of the trunk-ipsilateral leg endoprosthesis distally. No aneurysm enlargement was noted. On (B)(6) 2020, the patient underwent a reintervention. An attempt was made to embolize the lumbar artery. However, it was reported that the wire was not able to be cannulated into the lumbar artery, so embolization was not performed. Two additional stent graft were deployed to extend the device proximally. The amount of the endoleak decreased but did not disappear. The physician continues to monitor the patient. The physician stated there have been a possibility of device migration because the patient¿s anatomy was short neck and tortuous from the first evar.